Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple incomplete bolus alerts although the customer had not accessed the bolus screen. Customer's blood glucose was 157 mg/dl. Customer reported pump data would be uploaded. Multiple follow up attempts were made by tandem technical support to obtain pump data; however, the customer did not respond.